Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. However, multiple low battery alarms noted in alarm history file. Problem isolated to electronic assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they having issues with batteries not lasting longer than expected, needed to change battery every four days. The customer¿s blood glucose was unknown at the time of incident. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer was advice to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.